Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7th april 2025, it was reported by an arthrex employee via email that an ar-2257, ac tightrope¿ repair kit, titanium, the suture broke when retrieving. This was detected during an open reduction and internal fixation of left clavicle fracture surgery on (B)(6) 2025. The procedure was completed successfully by using a new ar-2257. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2257, batch 31679, was returned for investigation. Visual evaluation of the device noted that the blue sutures were torn. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning. The complaint allegation is confirmed.